Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low leak alarm. The rse noted that a review of the test set up was performed, and the rse advised the customer to install the whisper swivel between the patient circuit and test lung. The customer was also provided with the part number for replacement. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with instructions, to resolve the issue; however, it could not be confirmed if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.